Event description:
A customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker representative asked the customer to clear the codes. Proper device operation observed after clearing the codes. A conclusive cause could not be determined.